Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, midway through the case, they saw the tissue pad on the device melt and part of it dropped into the patient. It was retrieved straight away and they replaced the device with another harmonic. It only resulted in a five-minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch# p91k68. The device was returned with the tissue pad damaged, melted, not all present and a small piece was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch history record review was performed, a nc was created and a defect was found during the manufacturing of this batch but was not related to the event description. Additionally, no protocols related to the complaint was found during the manufacturing process.